Event description:
It was reported that 2 lenses of the same model and diopter were inserted and removed from the left eye due to the trailing haptic being ripped off during lens insertion. The incision was enlarged but it is unk when the enlargement occurred. A third lens of a different model was implanted. This report refers to lens 2 of 2 involved in the event. Refer to MDR 1119279-2014-00148 for lens 1 of 2 involved in the event. Refer to MDR 1119279-2014-00150 for the inserter used during this event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.